Event description:
On (B)(6) 2014, the reporter contacted animas, alleging frequent loss of prime warnings that were not resolved with a cartridge change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 10/17/2014 with the following findings: the pump¿s black box verified both non-zero and zero force loss of prime events occurred in the device¿s history. No loss of prime alarms were observed during investigation. The force sensor calibration reading was within specifications. The force sensor trace wire was found to be cracked at the pin.